Manufacturer narrative:
Baxter is in the process of inspecting the versacare bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that versacare head frame was moving for about one inch more when any function was being activated. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace the motor control board. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced themotor control board to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that versacare head frame was moving for about one inch more when any function was being activated. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.